Event description:
It was reported that the peek implant was broken into two pieces during insertion. All of the device was removed and a new one was inserted with no further complications. No patient complications were reported.

Manufacturer narrative:
The device or applicable films have not been returned to medtronic for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specifications. Unable to determine cause of the event.